Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, sigpshell, sig power sigpshell control shell, sigadaptshort, sig power sigadaptshort lin short adapt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic partial pulmonary resection, during interlobar resection, it was difficult to return to straight or neutral position, the tissue was clamped, but excessive force, the articulation of the cartridge became a state where it does not return when compression repeated, and it was replaced with another company's product. There was no patient injury.